Manufacturer narrative:
(B)(4).

Event description:
It was reported that junctional rhythm was observed on egm. Far-field r-wave oversensing was noted. Patient was doing fine. Programming changes were made.